Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon receipt, both response buttons are missing covers and domes. The root cause of the missing covers and domes cannot be positively determined, but was likely physical abuse. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) year old male pt contacted zoll lifecor customer support service to report that the response buttons came off of his monitor. The pt was provided with a replacement monitor.